Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
The respironics service technician verified the reported problem. The service technician inspected the power supply and reported finding an open fuse. The service technician replaced the power supply fuse. Extended self testing (est) was performed, and the unit passed to specifications.